Event description:
It was reported that three days post implant a lead integrity alert triggered and five day post implant a lead noise alert triggered. The alerts were triggered due to oversensing. The pacing threshold was also noted to have high. During the revision procedure, the setscrew was indicated as not being in the correct position and was noted to be in a oblique direction. The device was replaced. The physician also experienced problems taking the wrench out of the grommet and indicated that the wrench gets stuck and is difficult to take it out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, ventricular sensing integrity counts up to 1803. Non-sustained ventricular tachycardia and ventricular oversensing noise episodes with evidence of lead noise oversensing occurred. (B)(4).